Manufacturer narrative:
The batch record review for radiesse, lot a00186780, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00186780) and no similar events were noted. Assessment by merz: the event occurred in a compatible temporal and local relationship. Injection site ischaemia (serious) is expected based on the currently valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported tingling, numbness, discoloration, decreased temperature and pain were considered as symptoms of the event injection site ischaemia (serious). Off label use of device and product preparation issue are coded only for formal reasons. Product preparation issue might have contributed to the event. The injection into the infraorbital area no approved indication based on the IFU. Mixing of radiesse with belotero volume is not allowed based on the IFU. The IFU warns that an introduction into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and recommends to take extra care when injecting soft tissue fillers and to e.g. Inject radiesse slowly and apply the least amount of pressure necessary. Rare but serious adverse events with intravascular injection of soft tissue fillers in the face include e.g. Blindness, cerebral ischemia or skin necrosis. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. Strong confounding factor includes mixing with belotero volume. However, it is not possible to determine which product might have contributed to the events. In this case, only ischaemia was reported, and the patient received comprehensive treatment with unknown outcome. Causality for the event is assessed as possibly related to the treatment with radiesse due to compatible temporal and local relationship. This case is serious with the serious event injection site ischaemia because treatment was deemed necessary to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 21-oct-2025: the event ischemia was deleted. The events vascular occlusion, neuropraxia of the infraorbital nerve and skin necrosis were added. The added events occurred in a compatible temporal and local relationship. Vascular occlusion (serious) and injection site necrosis (serious) are expected whereas injection site nerve damage (non-serious) is equivalently expected as nerve injury based on the currently valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported tingling, numbness, discoloration, decreased temperature and pain were considered as symptoms of the event vascular occlusion (serious). The IFU warns that an introduction into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and recommends to take extra care when injecting soft tissue fillers and to e.g. Inject radiesse slowly and apply the least amount of pressure necessary. Rare but serious adverse events with intravascular injection of soft tissue fillers in the face include e.g. Blindness, cerebral ischemia or skin necrosis. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. Possible confounding factors include the previous treatments with bocouture and radiesse. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded. In this case, the patient received comprehensive treatment with unknown outcome. Causality for the added events is assessed as possibly related to the treatment with radiesse due to compatible temporal and local relationship. This case remains as serious with the serious events vascular occlusion and injection site necrosis because treatment was deemed necessary to prevent permanent damage. Merz causality re-assessment due to follow up information received on 27-oct-2025: due to the information provided, the outcome of the events was considered as resolving (changed from unknown). Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious events vascular occlusion and injection site necrosis because treatment was deemed necessary to prevent permanent damage.

Event description:
Case description: this case was linked to case (B)(4), referring to the same patient. This spontaneous report was received from a belgian physician and concerns a male patient. The patient was injected subdermally and sub-superficial musculoaponeurotic system (reported as sub-smas) with a total of 1.25 ml of radiesse into the right side of the cheek area, and into the infraorbital region, on (B)(6) 2025. Batch number was reported as a00186780 (expiry date: 09-oct-2027). The batch record review was received and the lot number for radiesse was confirmed as a00186780 (expiry date: 09-oct-2027). A lot search in the global safety database was conducted. Radiesse was injected using a 22 g cannula. A total of 0.3 ml was injected using a bolus technique and a needle into the infraorbital region, as well as retrograde linear threads. He was concomitantly injected with belotero volume, in a single syringe as a hybrid mixture (product preparation issue, off label use of device). On (B)(6) 2025, during and after the radiesse injection, the patient experienced ischemia on the right side of the face, specifically in the cheek area, and a tingling sensation in the right upper lip. On (B)(6) 2025, capillary refill was checked and found to be normal at that time, with no other immediate symptoms. During the evening, the tingling sensation did not improve. On (B)(6) 2025, in the morning, the patient experienced a numb feeling and a bluish, cyanotic, purple-blue discoloration along the infraorbital trajectory. In (B)(6) 2025, the patient experienced decreased temperature in the affected area, and pain that increased upon palpation. The physician initiated treatment with 1500 units of hyalase, administered both deep and superficial, followed by a massage, warm compresses, and 500 mg of oral aspirin. By 11:30 am, a total of 6000 units of hyalase was injected. The patient was scheduled to visit the hospital for hyperbaric oxygen therapy, for (B)(6) 2025. In addition, prophylactic antibiotics and a medrol tapering regimen were initiated. In (B)(6) 2025, clinical symptoms observed were cyanotic, purple-blue discoloration along the infraorbital trajectory, extending toward the malar region, delayed capillary refill, decreased temperature in the affected area, pain that was increased upon palpation, normal motor function and no acute visual changes or ocular pain. Due to the provided information, the outcome of the event was considered as unknown. Follow-up information was received on 21-oct-2025: the event ischemia was deleted. The events vascular occlusion, neuropraxia of the infraorbital nerve and skin necrosis were added. The patients initials and ages were provided. He was 42 years old at the time of the event. The patient was injected with a total of 1.5 ml of radiesse for midface volume loss and collagen boost. A total of 0.15 ml was injected per retrograde line and per bolus. The patient was previously injected with bocouture, 4 times, between (B)(6) 2024 and (B)(6) 2025. The patient was also previously injected with radiesse 3 ml, in december 202 (ambiguously reported). He was concomitantly injected with a total of 1 ml of belotero volume. He had no complications following the past aesthetic injections. His relevant medical history, and allergies were reported as none. On (B)(6) 2025, after the radiesse injection, the patient experienced a vascular occlusion of the infraorbital artery (reported as a.). On (B)(6) 2025, she experienced skin necrosis. In (B)(6) 2025, she experienced neuropraxia of the infraorbital nerve. In (B)(6) 2025, the patient visited the hospital for hyperbaric oxygen therapy. On (B)(6) 2025 (reported as on saturday), a radiologist was able to visualize all major blood vessels, confirming that the hyalase treatment was successful. Later that evening, superficial necrosis developed. On (B)(6) 2025 (reported as on monday), a complication expert from amsterdam performed additional targeted hyalase injections under ultrasound guidance, focusing on a few spastic cutaneous branches. According to the expert, there was hope for full recovery without significant scarring, thanks to the physicians rapid and efficient intervention. A final diagnosis confirmed a vascular occlusion of the infraorbital artery with neuropraxia of the infraorbital nerve and skin necrosis. The outcome of the events was unknown. Follow-up information was received on 27-oct-2025: the patient's condition was improving daily. Superficial, small necrotic lesions developed but were healing. The patient reported a decreasing sensation of tightness and pressure internally. New treatments were discussed. Due to the provided information, the outcome of the events was considered as resolving (changed from unknown).